Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: an 18fr vascular closure device anchor was unknowingly caught on plaque at the 5 o'clock position. The result was a pulling together of the right femoral artery that disrupted blood flow and ended in a cutdown. Additional information on 26oct2022: during an evar procedure on (B)(6) 2022, access was obtained through the right common femoral artery using micropuncture and ultrasound. It was reported that there was posterior wall calcification and no tortuosity. After the disruption in blood flow was noted a cutdown was preformed and the device was removed. The patient was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, an 18f manta was deployed for closure in the right femoral artery. Access was gained utilizing ultrasound and micropuncture. It was reported that the vasculature had calcification at the 6 o'clock position and posterior wall calcification. During deployment the manta anchor caught onto plaque and while withdrawing the manta device from the patient, cinched the right femoral artery, disrupting blood flow. The physician choose to do a surgical cut down to restore the flow. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Procedure preparation suggests confirming via femoral arteriogram: no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.